Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible pump under delivery. The customer¿s blood glucose was 220 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and reservoir will not be returned for analysis.